Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was caused by a faulty patient board set. This device was manufactured prior to the counter measure changing the design of the dr board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. No image was present when tested with olympus, model series 180 scopes; the cause was isolated to a faulty patient board set. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A device was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was noted that no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.